Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace instrument generated a message to relieve the pressure on the blade. The customer removed the instrument and the instrument tip broke. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.418" x 0.085" was found to be broken off. As a result, the instrument could not operate properly. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to use conditions.